Manufacturer narrative:
Additional information added; d.10. The customer¿s report that leakage occurs when using the maxzero in conjunction with the purehub was not confirmed. The associate maxzero needleless connectors were visually inspected for damages. Visual inspection of the associate maxzero noted no micro-channels or anomalies. Functional and pressure testing resulted in no leaking. The male and female luer ends of the two new maxzero needleless connectors measured to be within specification. The root cause of the customer¿s report was not identified. The suspect maxzero needleless connector was not returned for investigation.

Event description:
It was reported that leakage has occurred when using the maxzero in conjunction with the purehub. Although requested, there is no further patient or event information available.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that leakage has occurred when using the maxzero in conjunction with the purehub.